Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side ¿breast enlargement with pain and flushing in hemithorax, with fluid leak and possible implant rupture shown by ultrasound¿, "heterogeneous fibroglandular pattern with diffuse fibrosis", "benign axillary node hypertrophy". The device remains implanted.